Event description:
It was reported that the device used the asm software to pm this pump, and it failed the rate accuracy test. I tried calibrating it, and it said that it cannot be calibrated and needs to be repaired. I believe this unit is still under warranty and would like to send it out for repair. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.